Event description:
It was reported that the customer was admitted for low blood glucose in one hospital and then transferred to a children's hospital. Troubleshooting was performed and it appeared that the time and date, programming, bolus, and basals were correct. Ran a displacement, fixed prime, high pressure, and self test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.